Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain/ failed back surgery syndrome. The pt exhibited signs and symptoms of infection and the hcp explanted the pump in 1999. The pt underwent antibiotic therapy and has recovered from the infection. Another synchromed pump and catheter was implanted in 2000.